Manufacturer narrative:
Information was added to the ticket on (B)(4) 2014, indicating the architect i2000sr analyzer has been added as a suspect device. This event was initially reported under manufacture report number 1415939-2014-00099 indicating a different suspect device. An evaluation is in process.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay on the architect i2000sr analyzer. The initial result did not align with the patients clinical symptoms. The customer provided the following results for one patient: (B)(6) 2014: initial 197.38 u/ml, retest 19.78 u/ml, 18.89 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 03m74 was identified.